Manufacturer narrative:
E1: initial reporter e-mail: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd microtainer® pst¿ tubes with lh (lithium heparin), the gel was located in the cap of three (3) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo of a polybag and one video of the actual samples for investigation. The reported condition could not be observed with the photo provided. The video provided showed three (3) tubes in which the reported condition was observed. Additionally, fifty (50) 6ntion samples were visually inspected for additive presence and gel defects and no issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for gel smearing based on the video provided. Bd was not able to identify a root cause for the indicated failure mode barrier gel smear. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd microtainer® pst¿ tubes with lh (lithium heparin), the gel was located in the cap of three (3) tubes. No adverse impact was reported regarding the patient or user.